Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a cracked adhesive on a bending section cover, a discolored control unit, a shaved suction cylinder, peeled paint on the suction cylinder, a scratched grip and connecting tube, and a wrinkled connecting tube. Additionally, the following components were found with a white clouded area: adhesive on the bending section cover, adhesive around the objective lens, and the adhesive around the light guide lens. The user did correctly reprocess the device prior to it's return to olympus; however, it is unknown if the user wiped the air/water nozzle with clean lint free cloths, brushes, or sponges. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had air/water flow issues from the air/water flow system. The issue was found during an unspecified diagnostic procedure. Additional information was requested but details were not known or provided by the reporter. The device was returned for evaluation. During the device evaluation, foreign material in the nozzle was found. There were no reports of patient harm or procedural delay. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no observed deformation that might result in the retention of foreign material and no additional facility device reprocessing information was reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issues may be detected/prevented by following the instructions for use sections below: gif-xz1200 operation manual chapter 3 preparation and inspection. Gif-xz1200 reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.